Manufacturer narrative:
The reported event that drill bit axsos 3 ti non-locking, short, ø2.5 x 216mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed and it gives detailed step to step guide for using the drill. It instructs that the ø2.5mm drill bit (ref 705025) should be used along with the drill guide (ref 705022) for proper guidance and drilling of the bone. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that in treating a left medial tibial plateau fracture, two drill bits broke off in the patient. Surgeon did not remove the portion of the drill bits that were in the patient and did not report the rationale behind that decision to the rep. A surgical delay of 1-2 minutes was reported. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that in treating a left medial tibial plateau fracture, two drill bits broke off in the patient. Surgeon did not remove the portion of the drill bits that were in the patient and did not report the rationale behind that decision to the rep. A surgical delay of 1-2 minutes was reported. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.